Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No oversensing issues have occurred since the initial event. The physician elected not to make programming changes to the device and will continue to monitor the patient.